Event description:
It was observed during the device inspection, that the light source's lamp burnt put. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3. H6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction [power of the device cannot be turned on] would likely be due to that the power switch is stuck, and for the malfunction [the lamp is not lit] would be due to failure of the lamp. Olympus will continue to monitor field performance for this device.